Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the arthroscopy journal titled ¿the arthroscopic subscapular sling procedure results in low recurrent anterior shoulder instability at 24 months of follow-up¿. The study reviewed fifteen (15) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had glenohumeral instability resulting in a cyst formation during the twenty-four (24) month follow-up period. Ref: klungsøyr, j. A., et al. (2024). "The arthroscopic subscapular sling procedure results in low recurrent anterior shoulder instability at 24 months of follow-up." Arthroscopy 40(10): 2543-2552.e2541.